Manufacturer narrative:
Section b5 - corrected describe event or problem it was reported by the customer that a pyxis anesthesia es system keyboard had failure, causing delays in dispensing the medications. The customer stated that the user had to use a different room to get medication. There were no adverse events or injuries reported based on this event. Section d1 - corrected brand name. Section d3 - corrected model, catalog, serial and primary unique device identifier (UDI).

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the keyboard had failure. A field service engineer rebooted the station and replaced the keyboard to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system keyboard had failure, causing delays in dispensing the medications. The customer stated that the user had to use a different room to get medication. There were no adverse events or injuries reported based on this event.